Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient had a pain pump surgery. The patient mentioned they had a lot of issues with the pain pump. The patient stated they thought initially, they were overdosed and so they cut it back on (B)(6) and would be going back (B)(6). The patient stated they slept a lot and did not have the back pain relief that they expected to have. The patient had morphine in the pump. The patient sated the test had lidocaine and morphine which went well (the agent understood this as the trial). The patient was redirected to their health care provider (hcp) to further address the issue.